Event description:
During baxter's functionality testing it was found that a spectrum pump had a false upstream occlusion alarm. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "upstream occlusion" alarms was confirmed but not reproduced during evaluation. Evaluation found cracks in the tail pins on the upstream sensor, which likely contributed to the reported symptom. The upstream sensor was replaced to correct this condition.